Manufacturer narrative:
Qn#(B)(4). Additional information received from the sales rep indicates the unit was displaying the "red wrench" icon prior to use on a patient. Per the IFU for this device, the red wrench alarm indicates the device needs service and should be sent for servicing. The device would not be replaced in the clinical setting. The red wrench alarm will give a visual and audio alert that the unit may have an internal issue. The unit will automatically shut down. This red wrench alarm is functioning as intended. Based on this information received, this was not a reportable event; thus, the initial MDR submitted on 06/08/2021 should be retracted.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A verification of the reported failure mode was conducted and 8 devices were taken from current production (425-00 concha neptune lot # 73e210005n) at the manufacturing facility and were functionally tested. No issues were encountered during the functional testing. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported the unit "continuous alarm". No patient involvement reported.